Event description:
The patient experienced a possible under-infusion of 100 ml of chemotherapy solution. After the pump alarmed that the infusion was complete, the nurse noticed that there was still fluid left in the bag. There were no leaks reported at any site on the IV line. Considering the accuracy of ch b of + 7%, and the infusion duration time, biomed calculated that the patient received 111 ml of the drug. This amount, along with the remaining 19 ml vtbi, showed that the pump was set to continue the infusion, but was interrupted, as demonstrated by the amount of IV fluid left in the bag.